Event description:
Event verbatim [preferred term]: burning, itching, blisters and too warm at adhesive area [burns second degree], narrative: this is a spontaneous report from a contactable pharmacist received via pfizer consumer healthcare (pch). A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (lot#: l78316, expiration date: mar2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, 20 minutes after application, the patient suffered from burning, itching, blisters and too warm at adhesive area. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm ranking: s3. Updated investigation results provided by product quality complaints on 30apr2020 includes: batch l78316 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the consumer stating the wrap caused burning, itching, blisters at adhesive area, and was too warm at adhesive area is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the a trend does not exist for this lot first complaint for the sub class wrap/patch/pad too hot. Based on this evaluation, a trend does not exist for this lot. Follow-up (07oct2019): new information received from product quality complaints (pqc) group included: severity of harm ranking. Follow-up (08oct2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (05jul2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (30apr2020): new information received from product quality complaints includes investigation results for lot# l78316. No follow-up attempts are possible. No further information is expected., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
Batch l78316 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the consumer stating the wrap caused burning, itching, blisters at adhesive area, and was too warm at adhesive area is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the a trend does not exist for this lot first complaint for the sub class wrap/patch/pad too hot. Based on this evaluation, a trend does not exist for this lot.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm ranking: s3.

Event description:
Event verbatim [preferred term] burning, itching, blisters and too warm at adhesive area [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist received via pfizer consumer healthcare (pch). A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (lot#: l78316, expiration date: mar2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, 20 minutes after application, the patient suffered from burning, itching, blisters and too warm at adhesive area. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm ranking: s3. Follow-up (07oct2019): new information received from product quality complaints (pqc) group included: severity of harm ranking. Follow-up (08oct2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (05jul2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.